Event description:
The customer called to report motor error alarms during the manual prime. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer stated the insulin pump had not been exposed to any MRI scans.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.